Event description:
It was reported that the second floor of the facility lost power on (B)(6) 2010 due to an outdoor transformer failure. The monitoring system's uninterruptible power supply functioned for an hour before a loss of monitoring occurred for approx 72 patients for 4 to 5 hours. When the power was restored, a network switch connected to an apexpro telemetry system would run for approx 15 minutes and then shut itself off resulting in an add'l loss of monitoring. The switch was replaced which restored pt monitoring. There were no pt injuries reported. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.